Event description:
Physician performed an open reduction and internal fixation. It was noted that the physician inserted four screws but felt the reduction was unstable. He then inserted a fifth screw while the foot was dorsiflexed. Pt was discharged. On 3/16/94, pt complaining of left ankle aching for four months; was readmitted for removal of internal hardware. X-ray revealed screw was fractured.